Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, ¿loosening or migration of the implant.¿ product requested, not yet returned.

Event description:
It was reported that patient underwent a peri-trochanter nail revision procedure approximately two months post-implantation due to the lag screw backing out. During the procedure, the hip nail was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Concomitant medical products: catalog #: 29820, ptn-j nail short 10mm x 17cm, lot # 109140, catalog #: 14-405032, ti-dble lead cort 5.0x32mm scr, lot # 039700. The nail was received for evaluation. Due to the nail being cut and disassembled no dimensional analysis could be performed. It was found that there was some minor damage to the leading threads and also scratches and wear marks on the shaft and the non threaded end of the device. The most likely cause of this would be during removal where it was stated that the device was difficult to remove. All measurements taken on the lag screw were conforming to print specifications. The device history records were reviewed and no deviations or anomalies were identified. This device is used for treatment. The complaint history review was conducted for the device and found no additional complaints for this part number. Root cause could not be determined.